Event description:
It was reported the device malfunctioned during use; the first attempt to fire did not actuate, and on a subsequent attempt both anchors fired simultaneously. It was reported this occurred outside of a surgical setting, thus no patient harm/involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: juggerstitch cat# 110024773 lot# 66770298. G2: foreign - event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.